Event description:
It was reported that this device reached elective replacement time last august after only approximately six years of implant time. The patient is scheduled for a device replacement. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device reached elective replacement time last august after only approximately six years of implant time. The patient is scheduled for a device replacement. There were no adverse patient effects.